Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant inratio results. Results as follows: pt self tester tested at home with the inratio meter. Pt had a massive nosebleed and went to the emergency room about one hour later. Lab draw was performed at the emergency room. Date: (B)(6) 2013, inratio: 2.9, lab: 6.3. Therapeutic range: 2-3.5. Pt was given antibiotics and vitamin k at the emergency room.